Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was procedure successfully completed? Yes per sales rep, I reported that these devices were discarded by the clinic. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2021-09372, 2210968-2021-09373, 2210968-2021-09374

Event description:
It was reported that a patient underwent a liposuction surgery plus implant change on (B)(6) 2021 and suture was used. When using the suture, the needle is separated from the suture. There were no adverse patient consequences reported. Additional information was requested.